Event description:
Customer reported that he has an issue with the insulin pump every seven to ten days. Customer stated that he will start a new sensor and enter his first calibration and he is woken up three hours later with measure blood glucose levels alert. Customer stated that this has been occurring for months. No further information reported.

Manufacturer narrative:
Insulin pump received with lost sensor alarm due to an alarm. Insulin pump alarmed due to corrupted history file. Insulin pump received with minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.